Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose was unknown. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete pump rewind. Customer stated that the fill cannula was recorded in daily history. Customer was assisted with performing a self test and the self test did not passed. Troubleshooting was performed. Customer advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly. Pump error 53/4 alarm found in the pump history due to software error.